Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated, however the complaint could not be confirmed. Neither the taper plug or set screw were returned with the device and the product exhibited staining on the blasted surface. As the product packaging was not returned and the product was handled, it could not be evaluated when the screw went missing. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The likely condition of the part when it left zimmer biomet control cannot be verified based on the available information. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI #: (B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that when the package for the tibial component was opened for knee arthroplasty, the set screw was identified to be missing from the packaging. Use of a stem extension was required to complete the procedure. No adverse events were reported as a result of this malfunction.